Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found power reboot occurred on 10/23/2013. Investigation found that the battery cap was intact and all measurements were within specifications. The battery cap tightened properly onto the pump and the pump powered up properly without power loss. The rewind/load/prime sequence was completed successfully without any alarms. The pump was exercised for 24 hours without incidents. When the pump casing was opened to further investigate, no evidence of moisture contamination within the pump interior and no evidence of intermittent contact with the battery terminals were found. The investigation was unable to reproduce the reported intermittent power issue.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump rebooted to verify screen several times throughout the day and that rewind, load and prime step was completed each time. Reporter stated that there was no damage to the pump, battery cap was intact, and there was no evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.